Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the keypad is peeling but functioning normally with no evidence of contacts either sticking or needing excessive force. Removed keypad cover, no contamination was noted underneath the contacts for any of the keypad button contacts. Battery compartment is cracked between the battery cap and the grip. Returned battery cap used for investigation. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.